Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user temporarily did not see glucose values on the ilet after pairing a dexcom g7 sensor, and readings resumed without intervention, consistent with a transient loss and subsequent restoration of sensor communication. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device performance and user report. Investigation of this case revealed a transient communication disruption between the g7 sensor and the ilet with automatic reconnection, with no device component damage identified and no impact to blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of communication.